Event description:
At 11:45am the customer received a blood glucose reading of 155mg/dl on the contour, but felt like he was hypoglycemic, shaky and as if he was going to faint. He was given a coke but the shakiness persisted. An ambulance was called and paramedics retested him and the reading was 114mg/dl. He did not receive additional treatment, but 25 minutes later he felt better and was no longer shaking. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.